Event description:
It was reported that during a below the knee percutaneous transluminal angioplasty intervention procedure that, a malfunction of the led lights occurred. A 95% stenosed moderately calcified and tortuous lesion was located in a chronic total occlusion located below the knee. A truepath chronic total occlusion device was being used and the led lights on the control unit did not illuminate. The procedure was not completed due to another reason. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).